Event description:
Doctor reported events of megaesophagus from journal article: "outcomes of bariatric surgery in patients > (B)(6)", surgery for obesity and related diseases xx (2012) xxx. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Esophageal dilatation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of esophageal dilatation as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation."